Event description:
It was reported that during an interventional procedure to treat a non-calcified, 90% stenosed, de novo lesion in the mid left anterior descending coronary artery, an attempt was made to inflate a non-abbott balloon catheter using a priority pack 20/30 indeflator inflation device, however, the balloon was unable to be inflated at all. No leaking was noted anywhere on the device, there was no issue with connecting the device, and no damage was noted to the device. The priority pack 20/30 indeflator was replaced with another one and another inflation attempt was then made when the same issue occurred. For both priority pack 20/30 indeflator devices, the indeflator gage indicated no pressurization, no leaking was noted anywhere on the device, there was no issue with connecting the device, and no damage was noted to the device. A 3rd priority pack 20/30 indeflator was able to inflate the balloon catheter and was able to be used for the rest of the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. The abbott vascular returned goods lab functional testing revealed that the stopcock of the 2nd priority pack 20/30 indeflator inflation device leaked when pressurized. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: dilatation catheter: ryujin plus; guide wire: rinato; guide catheter: 6f hearrail; stent: xience xpedition. Evaluation summary: the indeflator was returned with no damage noted. Its stopcock was returned attached to the hose rotator end. Functional testing revealed a leak in the stopcock, confirming the report that the indeflator did not operate as intended. A review of the complaint handling database found no other incidents related to leaks for this lot. As part of the investigation, a review of the lot history record (elhr) for the reported lot was performed and revealed no nonconforming material records (ncmrs) that would have contributed to the reported complaint. Based on an expanded investigation, a product issue related to leaks for vendor lot-specific stopcock body molds was identified. Further assessment of this issue per site operating procedures is being performed and appropriate corrective and preventive actions will be implemented accordingly.